Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The data logs were reviewed and confirm a purge drop when the p-level was raised. The root cause of the low purge pressure was unable to be determined as no product was returned for evaluation. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support, there was a low purge pressure alarm that could not be resolved by changing purge system and increasing purge fluid glucose concentration to 10%. Reducing pump flow from p9 to p5 made the alarm stop. Later, a cerebral hemorrhage was observed and the patient ultimately expired on support after cardiac arrest.